Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 4th day, discontinued), ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) and fluconazole (15omg, oral, once daily, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.